Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by severe abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for the event. A day after the event onset, the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.